Event description:
This pt had a right total hip in 1992 and has had multiple dislocation since that time. In march of this year pt sustained three dislocations and has had to use crutches to ambulate. Pt has had increasing pain and elected to have a revision of the total hip. Pt was admitted to this facility for the revision procedure. Intraoperatively the liner was found to be quite worn. The femoral component and liner were removed and replaced.